Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The anesthesia delivery board was replaced.

Event description:
The hospital reported that, during the preoperative checkout, the unit went into the alternate oxygen mode. There was no report of patient involvement.